Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On 04/11/2025, the patient was sleeping when the suddenly experienced a seizure. The cgm reading was 69 mg/dl at that moment and the patient´s partner called an ambulance. A bg was not checked until paramedics arrived. When the paramedics arrived the blood glucose reading was 38 mg/dl. The patient was treated with a glucagon injection. No further treatment was reported to be necessary, and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid." H2 correction.

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.